Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 4 days post-operatively on sleeve gastrectomy, the device had inadequate seal. There was no regrasp alert but there was an end tone and evidence of energy delivery. Patient presented back to hospital with post op bleeding of 250-500cc and was admitted for approximately 3 days for observation and management. Ultrasound showing a collection of blood around the spleen. No surgical intervention was required excluding a blood transfusion. Patient was obese.